Event description:
It was reported that, during implant testing, the high energy shock impedance was 95 ohms. The low impedance reading rose to 115 ohms immediately after the procedure. Now it has increased to 135 ohms. A review of the x-rays by technical services confirmed air around the top edge of the device. There is a significant amount of tissue between the pulse generator and the ribs. Technical services advised programming the therapy off and waiting for the air to resolve. The system remains implanted. There were no adverse patient effects.